Manufacturer narrative:
The lot numbers were provided for all the malfunctions and lot history reviews were performed. The samples were not returned for evaluation, however, medical records were provided for all three malfunctions. The investigations for the three malfunctions are confirmed for the detachment issue. The definitive root causes are unknown. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicates that model md800f vena cava filter allegedly experienced detachment. The information was received from various sources. Each malfunction involved a patient with no reported patient injury. The three female patients' ages ranged from 39-79 years and one patient weighs (B)(6) lbs. The other patients' weights were not provided.